Event description:
It was reported that pump showed no insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the issue was resolved and the customer continued using pump for insulin therapy.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the issue was resolved and the customer continued using pump for insulin therapy.